Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged "that the [patient] received a gunther tulip filter on (B)(6) 2008 at (B)(6)." It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the [patient] received a gunther tulip filter on (B)(6) 2008 at (B)(6). It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation after further information is received and will supplement in accordance with 21 c.f.r.803.56 when appropriate. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Per the implant report dated (B)(6) 2008, patient allegedly received an implant on (B)(6) 2008 via the right femoral vein. Patient is a (B)(6) year old male with severe trauma and contraindication to anticoagulation.¿ "a cook tulip ivc filter was placed in an infrarenal location. The filter opened appropriately. Impression: successful placement of ivg filter. This retrievable filter can be electively removed when the patient's dvt/pe risk has resolved.¿